Manufacturer narrative:
Expiration date: unknown as lot # is unknown. (B)(4) - no consequences to the patient. (B)(4) - difficult removal is not specifically listed in the instructions for use. Event is still under investigation.

Event description:
During retrieval the hook of the filter was embedded in the wall of the ivc. The wire around the filter came off and made for an extremely difficult retrieval. The physician ended up having to pull the filter up and the filter ended up in the patients right atrium at which point the physician was able to retrieval the filter, but with much dissatisfaction. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.